Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a boston scientific field representative that this lead was part of a pending system explant due to a patient infection. There was no report of adverse patient effects.